Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during the x-ray check after a hip arthroscopy it was found that a piece of a round burr remained inside the patient. The customer did not provide further information which devices were used during the surgery except an arthrex 5.0 mm round burr. However as the reported event was not recognized during the surgery it is not possible to determine if the article which was identified on the x-ray was the arthrex burr. The customer however suspects that the part was from the arthrex burr.

Manufacturer narrative:
Additional information: g3, h3, h6. A full investigation into the root cause of the failure cannot be conducted due to the lack of available information in the complaint. Three attempts to contact the customer for additional information regarding this case were not successful. The device is confirmed as discarded by the facility. The most likely cause is the tip detaching or breaking off due to a use error from potentially leveraging the device while activated.